Event description:
The manufacturer received information alleging a trilogy evo ventilator experienced a vent service required alarm. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation, and it was observed that no logs have been recorded for a period of 1 day. The device¿s main board was replaced to address the issue.